Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon had locked the proximal locking interlocking mechanism in the trochanteric fixation nail advanced (tfna). The tfna system, short nail, locked its interlocking mechanism to the unknown blade in the unknown screw. The surgeon wants to insert the proximal blade or screw option and the interlocking mechanism which was not allowing the screw blade to engaged. The surgeon had tightened the interlock before putting it on the insertion handle. Then, when putting in the proximal blade, and had issues because the locking mechanism was already down. It was in the patient when the nail was improperly engaged, but it was removed and got a new nail. There was no patient harm. The procedure was successfully completed without a surgical delay. Concomitant device reported. Unknown insertion handle. This complaint involves three (3) devices. This report is for (1) 10/130 deg ti cann tfna 235/right - sile. This report is 1 of 3 for (B)(4).